Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device shut off. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. Details provided in an update from the source case indicate that the user is ordering a new battery. Per email response fse checked error log, it showed that the battery has reached end of life. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.